Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of stomach during a ligation of gastric varices procedure performed on (B)(6) 2023. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported the anatomy location was in the fundus of stomach. However, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction. The reported anatomy location is not described in the indications for use. Additional information received on april 16, 2022: it was reported that the speedband superview super 7 was used in the gastric fundus. Note: the complainant reported the anatomy location was in the gastric fundus. However, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction. The reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block e1 (initial reporter city, initial reporter state): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5 and block e1 (initial reporter address 1, initial reporter state, initial reporter zip/postal code) have been updated based on the additional information received on april 16, 2023.

Manufacturer narrative:
Block e1 (initial reporter city): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of stomach during a ligation of gastric varices procedure performed on (B)(6) 2023. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported the anatomy location was in the fundus of stomach. However, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction. The reported anatomy location is not described in the indications for use.